Event description:
Doctor reported ¿removed all fluid from the band. Admitted to ER for dysphagia. Esophagram: slipped gastric band. Surgery: unbuckling of slipped band. Discharged home that day.¿ the event was resolved without sequelae.

Manufacturer narrative:
The product associated with this report will not be returned for analysis. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Band slippage and dysphagia are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage as follows: ¿slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal.¿ device labeling addresses the possible outcome of dysphagia as follows: ¿ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures.¿